Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: visual inspection of the returned product found the lens optic and one haptic torn. A piece of one haptic was torn off and missing. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +20.5 diopter, and the trailing haptic tore. The lens was removed within the same surgery with no patient injury, no incision enlargement or sutures. Another same model/diopter lens was implanted with no problem. The reporter stated the cause of the event was unknown.